Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator had a oxygen sensor malfunction. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the oxygen (o2) sensor was returned for failure investigation. The oxygen sensor was connected to the main control board of an ht70 test unit. The unit under testing (uut) was powered up and allowed to ventilate on standard test settings per the ht70 service manual. During ventilation, the uut issued an "o2 sensor failure" alarm. Since the first two characters of the serial number are zh, the sensor was manufactured on august of 2014. The warranty period for the o2 sensor was 2 years. Additionally, the solution within the sensor was observed to be dried up. The root cause of the reported symptom was that the solution within the o2 sensor was dried up due to it being past its expiration date. If information is provided in the future, a supplemental report will be issued.